Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating that no pre-cleaning detergent is used. The air/water channel and auxiliary channel were aspirated and flushed with water. The manual detergent is dd1 aniosyme and the manual disinfectant is dd1 aniosyme. The instrument/suction channel, instrument channel port, balloon channel, and distal end were brushed using unknown manual brushes. The storage practice is placing the scopes in a storage bin, and olympus is the maintenance company. The device was not sterilized. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of coagulase negative staphylococcus. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the light guide rod lens was cracked, the bending section rubber glue was separated, the universal cord was buckled, the plug unit had damage to the housing, and the angulation was out of specification. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for over 200 colony forming units (cfus) of klebsiella pnumoniae. The suction channel and air/water channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.